Event description:
It was reported that this right ventricular (rv) lead exhibited elevated, out-of-range shock impedance measurements (greater than 200 ohms) in the proximal coil configuration. The impedance was in-range in the single coil configuration. Boston scientific technical services (ts) was contacted and discussed that this was likely indicative of lead impairment. In the short term, ts recommended synchronous shock testing to ensure therapy delivery in the single coil configuration. Lead replacement was recommended for a long-term solution. The physician elected to temporarily program the device to the single coil configuration. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.